Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported not having much improvement to their urinary symptoms, seeing no results, and no improvement. Patient is cathing 3 times a day to see how much residual urine there is after going naturally. Known events and expectations regarding turning therapy off or decreasing amplitude to see if symptoms subside was discussed. No device issue was alleged and no further patient complications have been reported as a result of this event.